Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a compatible cgm and an infusion set in place, with no reported pump alarms or infusion set leaks, and a subsequent capillary fingerstick confirmed a high glucose value. Symptoms included hyperglycemia. Outcomes included user-directed corrective actions without need for medical intervention or hospitalization. Investigation included troubleshooting over the phone, guidance to change the infusion set and supplies, and review of device status and alarms, along with education to follow a ketone action plan. Investigation of this case revealed no device alarms or obvious hardware malfunction, and the event was managed by infusion set replacement and continued pump corrections. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.